Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the power cable exceeded the maximum allowable resistance. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was sent a quote for repair. The customer did not reply, and the quote expired. The device was not repaired. The resolution and disposition are unknown. If additional information becomes available at a later date, a supplemental report will be submitted.